Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing. The technical services (ts) discussed troubleshooting options and recommendations. This device remains in service. No additional adverse patient effects were reported.